Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (Normal wear and tear, motor) this evaluation determined that the reported event occurred due to normal wear and tear on the motor.

Event description:
On 03/21/2022, it was reported by a facility representative via sems that an ar-8330h shaver handpiece had a hot handle. This was discovered during use with no impact to the patient.